Event description:
It was reported that the patient passed away. The cause of death was no provided but it was not thought to be device or therapy related. The pump operated as expected, was not explanted, and would not be returned for evaluation. No additional information could be provided regarding the patient death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.